Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. No unexpected low battery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No a33 alarm, prime or fill anomaly, rewind anomaly, drive anomaly, motor error alarm, unexpected no delivery alarm or missing segments or partial display noted during testing. The motor was tested outside of the device and passed. Device powered up properly after the test battery was installed. No failed test battery alarm noted. Device was monitored for 1 day. No blank display noted. Device had intermittent button response on the down arrow button due to flattened dome switch . No button error alarm noted. During visual inspection, the j2 keypad connector on the electrical board b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, missing end cap sticker, scratched case, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor errors, buttons sticking, insulin squirted from infusion set during priming, scratched screen made it difficult to read and changing battery insulin pump would not turn on. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had rejected new batteries, rewind more than once, unexplainable no delivery alarms. The insulin pump will not be returned for analysis.